Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #1 is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Three sterile, unused devices from the same lot are expected to be returned for evaluation. They have not yet been received. A follow-up report will be submitted upon device evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary - four unused representative samples with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. There was no manufacturing or quality deficiency detected.

Event description:
Correction to the initial medwatch report: it was stated that when inserting the wire into the prostar device, just past the entry port; however, the correct statement is: when inserting the wire into the prostar device, just past the exit port.

Manufacturer narrative:
(B)(4). It was initially reported that three sterile devices would be returned for analysis. Subsequent information revealed that the three sterile devices were discarded and are not available for evaluation.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted bilateral preclosure of the right and left femoral. Reportedly, when inserting the wire into the prostar device, just past the entry port, the wire would not advance any further. A second wire was attempted with the same results and upon removal it was found that the wire "unraveled". A cut down procedure was used to remove the device and close the artery after the procedure was completed. There were no reported adverse patient sequale. Though requested, no additional information was provided.